Manufacturer narrative:
Additional information was received that the patient will no longer undergo an ipg replacement procedure which was previously reported but received an injection for the new pain which worked. The patient was doing well.

Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason.